Event description:
Dealer states the left fork is bent at the stem on this chair. Patient is in a group home, not sure how the fork ended up being bent. The caller has no further information to provide.